Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a pad burn occurred. The patient was undergoing radiofrequency ablation (rfa),the devices were advanced through the femoral part of the patient with a slender figure. The procedure took about 2 hours and was successfully completed. The patient electrodes were removed and they returned to the ward. The physician and assistant did not notice any blisters; however, the ward staff found a 2x3cm blister. The patient is currently being monitor and the current status is good.